Manufacturer narrative:
Received 2 unopened and 8 opened stock samples (2 of lot number ngav0246 (expiry 12/31/2020) and 8 opened samples of an unk lot). The reported event was unconfirmed as the products met specification. The samples easily fit within the confines of the bent fixture, oi-1, indicating they are within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was bent. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was bent. No patient involvement was reported.